Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a tubing break at the base of the cylinder causing fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient was expected to fully recover .

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported hole and fluid leak, confirmed the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: the ams700 ipp cylinders were visually inspected and leak tested; no leaks were found. The cylinders were pressure tested and performed within specification. Both cylinders had wear at fold in proximal cylinder body. The ams 700 momentary squeeze (ms) pump was visually inspected and leak tested. There was a leak attributed to fatigue and wear in the pump strain relief kink resistant tubing (krt) cylinder junction; hole was present. The contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis confirmed the reported event. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure has been chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a tubing break at the base of the cylinder causing fluid loss. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the patient was expected to fully recover .